Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there are cracks around the battery compartment. Customer was not able to troubleshoot. Customer's blood glucose level was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.